Event description:
This x-ray system was reported to have shut off during a case with a pt on the table. The system would not turn back on.

Manufacturer narrative:
Conclusions: the investigation found the problem was resolved by replacing a defective control unit. The replacement of this hardware which might have contributed or caused the reported problem fixed the system. However, the root cause is still unk. The failure rates and reliability of components are monitored for possible actions. This component has no exceptional or increased failure rate. There is no need for mandatory field action. (B)(4).